Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump time was inaccurate. Customer's blood glucose level was not impacted. Tandem technical support guided the customer through adjusting the pump time. Reportedly, the customer will continue to use the pump for insulin therapy.